Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's device had reached end ofservice (eos), was off/disabled and no longer providing therapy. The typical time between low and eos was reviewed, and then it was reported that the ins on one side showed eos. Patient reported that they were dissatisfied with ins longevity, further stating that batteries were already going after two years even though the website said they would last an average of 3-5 years. Patient stated that the voltage was set really high and they ran it 24/7 because the tremors were so bad. It was confirmed that the patient was not satisfied with the ins longevity and that the ins battery depleted faster than they were expecting. Patient was redirected to follow up with the health care professional (hcp) to discuss longevity and replacement options. It was stated that the patient had called the hcp and for that reason they were considering having a rechargeable ins put in. It was reported that an elective replacement indicator (eri) was shown on the ins on the other side. Eri definition was reviewed as well as steps to bypass the information screen. It was stated that ever since the implant was put in, the device helped some with tremors but the patient still had tremors in their arms. No further patient complications were reported/ anticipated as a result of this event.